Manufacturer narrative:
Pump failed displacement test (29 units left in the status screen) and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion, occlusion, prime/delivery and excessive no delivery test due to motor error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after being exposed to high magnetic fields. Blood glucose level at the time of the incident was over 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.